Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this type of event include improper bone preparation, leveraging the screw during insertion, or over-insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device eval: unknown device disposition.

Event description:
It was reported that when implanting the screw in the eccentric (center alignment) hole, the screw head snapped-off after it went through the hole in the plate. The shaft remains in the patient. Site had been pre-drilled. Follow-up: surgeon ended up having to take more bone off the anterior tibia which allowed the plate to sit more flush, and get more purchase into the talus. We inserted the talar screws, then moved up to the eccentric slot in the shaft. We drilled with the 3.0 drill. When inserting the screw in the proximal end of the hole, the 4.5 screw proceeded to push itself through the plate, and the head snapped off. The plate was sitting fairly proud off of the tibia, and it definitely wasn't strong enough to bring the plate down to bone. We then went to the compression slot, and sucked the plate down, got nice compression with the 5.5 screw. Filled the rest of the holes in the plate, and then at the end also used a 6.7 cannulated lag screw.